Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during implantation of ureteral stent procedure in ureter of a pregnant patient in (B)(6) 2016 (exact date not reported). According to the complainant, in (B)(6) 2017 the stent was found calcified and was not able to drain. The calcification made the stent difficult to remove. The physician performed a uteroscopy and broke the stent into pieces, and removed the entire stent using forceps. An unplanned nephrostomy was performed, due to the stent being encrusted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent w/o wire was used during implantation of ureteral stent procedure in ureter (exact date not reported). According to the complainant, during the scheduled stent removal, the stent was found calcified making it difficult to remove. The physician broke the stent into pieces and removed it using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.